Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was not working properly and customer need to push the button 10 times for it to work. Customer stated that the insulin pump had hardware low level failures alarm after self-test. Alarm was cleared after another self test but the button anomaly still there. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to problem isolated to the keypad assembly. Unable to verify pump error 63 alarm due to no button response. Unable to perform displacement test and self test due to no button response noted.